Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the lead noted two external insulation abrasions breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of external insulation abrasions is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.